Event description:
It was reported that the balloon had damage, the balloon failed to inflate. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Balloon latex has detached between the proximal and distal bonds. Detached latex was not returned. Residual latex is present on both bond sites. Returned attached contamination shield was removed and catheter re-inserted through the contamination shield without difficulties.